Manufacturer narrative:
The device was not returned to olympus for evaluation. However, an olympus representative visited the site to investigate the reported event, as initially it was reported that no air/water is coming out of the device. The air/water came out after pressing the air/water button several times, and with suction. During the site visit, a black residue like mold was found on the tube of the water bottle (maj-901). When water was sent into the tube of the water bottle lid using a syringe, a black residue came out according to the facility staff. The legal manufacturer¿s investigation is ongoing, and the cause of the reported event cannot be conclusively determined at this time. If new and relevant information is received, this report will be supplemented accordingly.

Event description:
It was reported that during the pre-inspection of the device air/water supply, a small black residue (powder like) came out from the tip of the device. The intended procedure was a diagnostic nasal endoscopy, which was completed using the same set of equipment. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due insufficient reprocessing or inappropriate handling. Olympus will continue to monitor field performance for this device.